Manufacturer narrative:
It was reported that there was an unreported patient adverse consequence and the initial report's type of reportable event was serious injury. However, per additional information received, the end user has confirmed that there were no adverse events or any issues involving the patient. Therefore this event is not reportable. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: green light probable root cause: damaged light cable damaged scope damaged coupler damaged leds main board malfunction loose / misaligned jaw assembly light engine/ light pipe malfunction or damaged bent esst contact inconsistent esst contact camera head communication front board malfunction touch panel malfunction power supply malfunction thermal switch malfunction ac inlet board malfunction inadequate air flow sidne port malfunction poor workmanship inadequate calibration use errors electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was an unreported patient adverse consequence and the initial report's type of reportable event was serious injury. However, per additional information received, the end user has confirmed that there were no adverse events or any issues involving the patient. Therefore this event is not reportable.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was an unreported patient adverse consequence.